Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the drug infusion was started at 0936 and it stopped at 1126. The customer stated that the stop time was "out of the window." No further information was reported. There was patient involvement but no harm.

Event description:
It was reported that the drug infusion was started at 0936 and it stopped at 1126. The customer stated that the stop time was "out of the window." No further information was reported. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify,imdrf annex a, b, c, d, g codes. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the drug infusion was started at 0936 and it stopped at 1126. The customer stated that the stop time was "out of the window." No further information was reported. There was patient involvement but no harm.